Event description:
It was reported that a lead warning was triggered due to low lead impedance in the right atrial lead. It was further reported that the unipolar impedance was greater than the bipolar impedance measurement. The lead continues to be monitored and is planned to be replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was noise and undersensing observed in the lead when programmed to bipolar configuration. The physician decided against replacing the lead and programmed the lead to unipolar pace and sense configuration.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 4092 implantable pacing lead 2003-(B)(6). (B)(4).